Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the device was received for analysis. Functional testing was performed and the unit passed all specifications per functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02854, MDR ID 2134265-2013-02853. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. Access obtained via femoral artery. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5 during live run but the motor drive unit failed to automatically pullback twice. As a result, the physician used manual pullback to complete the procedure. The ilab system also failed to shutdown and had to be switched off at the side. It has been noted that no patient complications were reported and patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-02854, MDR ID 2134265-2013-02853. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. Access obtained via femoral artery. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5 during live run but the motor drive unit failed to automatically pullback twice. As a result, the physician used manual pullback to complete the procedure. The ilab system also failed to shutdown and had to be switched off at the side. It has been noted that no patient complications were reported and patient's condition is stable.